Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, during the procedure, inside the patient, during inflation, the balloon ruptured at a pressure of 8.5 atmospheres. It was unknown with what media that balloon was inflated. No part of the balloon detached. The entire uromax ultra balloon was removed from the patient. There were no patient complications. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
Visual and tactile examination revealed no damage was noted to the shaft of the device. There were traces of dried contrast media visible inside the balloon material. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) in order to determine the location of the rupture, however it was not possible to inflate the balloon. The device was immersed in warm water in an attempt to dissolve any build up of dried contrast media and this was also unsuccessful. The balloon was examined microscopically examined under a polarised light source but the condition of the returned balloon made it impossible to visualise the nature and location of the rupture.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, during the procedure, inside the patient, during inflation, the balloon ruptured at a pressure of 8.5 atmospheres. It was unknown with what media that balloon was inflated. No part of the balloon detached. The entire uromax ultra balloon was removed from the patient. There were no patient complications. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".